Event description:
It was reported that the user experienced a low glucose event after announcing a meal that was smaller in carbohydrate content than usual, with the user not counting carbohydrates and the agent reviewing proper meal announcement expectations and discussing a potential future factory reset. Investigation included troubleshooting with education. Further investigation of this case revealed user technique related to meal announcements as a likely contributor. No symptoms associated with hypoglycemia was reported. Outcomes included self-treatment with oral glucose without medical intervention. It was concluded that the device functioned as designed and that user education on accurate meal announcements was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.